Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing with pauses shortly after implant. An invasive procedure was performed. A new ipg was attached to the lead system without incident.